Event description:
A (B)(6) male pt contacted zoll customer support to report that the battery charger was not working. The pt received a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon eval, it was determined that the power unit¿s connector pins were not seated properly in the charger. The root cause of the improperly seated pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power unit connector. The pt received a replacement battery charger.